Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noisy signals sensed on the shock electrogram but not on the right ventricular (rv) lead channel. The health care professional was concerned if this noise could interact negatively with the inappropriate therapy discrimination algorithm. The noise was believed to be myopotential noise. Programming options were discussed for this ICD that remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.